Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that foreign material was allegedly observed on the device. There was no patient involvement.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria.there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One maxcore biopsy needle was returned for evaluation. The sample was returned opened and unsealed. During the visual inspection, a hair was noted on the top and bottom slides. Based on this finding, the investigation is confirmed for the reported foreign material present on device. The visual inspection identified that the device was returned unsealed. It is unknown if device handling after the seal was opened contributed to the observed foreign material. It should be noted that all maxcore devices are 100% inspected for any foreign matter or defects during packaging. Therefore, it is unlikely that the root cause is manufacturing related. However, based on the available information, a definitive root cause for the reported issue could not be determined. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry (04/2021).

Event description:
It was reported that foreign material was allegedly observed on the device. There was no patient contact.